Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump intermittently shut off unexpectedly. Blood glucose level was not impacted. The customer connected the pump to a power source to charge, but the pump did not turn on. Reportedly the customer had manual injections as alternate insulin therapy.